Event description:
The customer observed imprecise pt and quality control results on (B)(6 )and (B)(6) 2009 using vitros phyt slides on vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No erroneous pt results were reported and there were no reports of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Ocd field service investigated and replaced the immunowash fluid metering pump, returning the vitros 350 to expected operation. Following the service activity and re-calibration, the customer has observed acceptable phyt performance. The root cause of the imprecise phyt results is instrument related.